Manufacturer narrative:
During service, the autopulse platform (sn (B)(4)) passed initial functional testing without any fault / error. However, the platform failed during final testing due to ua17 (max motor on time exceeded during active operation) error message. The drivetrain motor was replaced to remedy the issue. Upon visual inspection, observed crack on the top cover, confirming the reported complaint. Also noticed damage on the battery compartment and reset switch cable, unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 2012 and is 7 years old, well beyond the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Event description:
On (B)(6) 2019, during service of the autopulse platform (sn (B)(4)), the device failed final testing due to ua17 (max motor on time exceeded during active operation) error message.